Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was 258 mg/dl at the time of the incident. The customer stated that the battery was not previously used. The customer reported that the insulin pump kept on asking to change battery and they needed to replace battery 6 times for over 24 hours. The customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.